Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the implant holder assembly broke in-situ during insertion of the nail. Surgery was completed by placing screw free-hand.